Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.